Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation with high voltage therapies disabled due to the patient undergoing a magnetic resonance imaging (MRI) procedure. The ICD was not MRI compatible and was not put into MRI mode prior to procedure. Programming changes were made to reset the device. The patient was stable.